Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 693 mg/dl while wearing the pod between 36 and 48 hours. It was also reported that the pod fell off the infusion site two days before going to hospital. Symptoms reported include hyperglycemia and headache. The patient was treated with IV (intravenous) insulin and fluids. The patient was still in hospital. The pod was removed at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.